Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 25 mg/dl. The customer was treated with food. Customer has been experiencing low blood glucose for since (B)(6) (2 days). The customer was admitted to the hospital. Customer's blood glucose at time of admission was 25 mg/dl. The customer cause of low blood glucose was unknown and he was treated with a bag of glucose. The customer p-ump was not exposed to MRI. Customer was advised to speak with health care provider regarding low blood glucose. The customer was assisted in performing the high pressure test and passed. The customer was advised to monitor pump.